Event description:
It was reported that the patient presented with st elevation myocardial infarction (stemi), ruptured plaque and thrombus in the moderately tortuous, non-calcified, de novo, proximal left anterior descending (lad) coronary artery and direct stenting was performed with a 4.0 x 15 mm xience prox stent inflated at 12 bar. It was noted that the balloon did not maintain pressure and a contrast leak was observed. Additionally, a dissection into the left main had occurred; after minutes the dissection resolved without treatment. The stent delivery system (sds) was removed from the anatomy and a proximal balloon end rupture was noted. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was able to be confirmed through device investigation. The analysis identified a pinhole leak in the proximal end of the balloon. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to balloon rupture was identified. The most likely cause of this issue is possibly related to manufacturing. Corrective and preventative actions will be addressed per quality systems protocol. Additionally, dissection is listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent information received noted the dissection was treated with balloon inflation for 15 minutes and was resolved. No additional information was provided.